Manufacturer narrative:
Additional information was provided in section h.10. Upon further review of the file details it was confirmed that this report is a duplicate to mfg report number 2028159-2022-01655. No further reports will be reported under mfg report num. 2028159-2022-01689. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited no phacoemulsification power during surgery. The console restarted after surgery and several surgery's were completed successfully. Additional information received indicated that the system shutdown during a phacoemulsification mode.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).